Event description:
Boston scientific received information that two days after implant, this right ventricular lead displayed decreased sensing measurements. It was thought, the lead may have micro-dislodged, however, it appeared the lead was in the implanted position. There was no pacing inhibition. A revision procedure was performed. This lead was repositioned. Post procedure, acceptable measurements were obtained. Successful defibrillation testing was performed. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, this lead was successfully repositioned and remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.